Manufacturer narrative:
During testing it was found the device door roller was missing. As indicated, the device has been identified as part of a product recall. Z-0624-2013. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device has a broken hinge on the door and device stopped at the prompt to "insert cassette" message. This is not a reportable event. However, during verification testing at the service ctr, the device door roller was missing.